Manufacturer narrative:
Physio-control further evaluated the device and was unable to verify or duplicate the reported failure. Proper device operation was observed through functional and performance testing. The customer received a replacement device. The cause of the reported failure could not be determined.

Event description:
It was reported that during an initial training of the device, out of the box, the device had its service indicator illuminated and logged an event code. Additionally, it was reported that the device would not deliver defibrillation energy. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4). Physio-control has performed an initial evaluation of the device. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.